Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced low blood glucose before dinner with the device announcement showing in-range, followed by a rapid rise in blood glucose, and called to confirm correct hypoglycemia management; troubleshooting and education were completed, and the user¿s low glucose protocol and timing of meal announcement were confirmed as appropriate. Symptoms included hypoglycemia. Outcomes included no long-term impact. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction, with use error not identified and cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.